Event description:
The hospital reported that they could not visualize any image in the video screen during the procedure. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was no evidence of fluid invasion. The colonoscope was tested with three different processors and light sources and it was activated for one day, but there was no image problem found. The cause of the user's experience cannot be determined at this time. This report is being filed as an MDR in an excess of caution.